Event description:
While treating a pt with the model 3100a, the oscillatory driver stopped with alarms activated but without any loss of mean airway pressure. The user stated there was no compromise to the pt. The user was able to duplicate the problem twice more but not on pt.